Event description:
Patient presented to the physician with ongoing dysphagia. Upon evaluation, the physician suspected that inspire therapy may be exacerbating the patient's pre-existing tardive dyskinesia condition. Physician referred the patient to a speech therapist for a swallow evaluation.